Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system assembly connections were evaluated. The ups (uninterruptable power supply), mains power cord, mainframe batteries, and surge suppressor pcb were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.